Event description:
It was reported the autoclavable camera head had scratch in lens. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event was unknown. Additional information will be provided if available.